Event description:
No additional informaiton provided.

Manufacturer narrative:
1. DHR/bhr review lot#4052076. 1-this batch of products were assembled at intima ii auto line 4 in april 2024 and packaged at r240 package line and cfs package line in april 2024. Work order quantity was (B)(4) ea. 2-review the in-process test reports and outgoing test reports, and all test results meet the product specifications. 3-review the production records with no nonconformance, deviation or rework activities. 2. No defective samples and photos have been received for the complaint. 3. The retained sample of this batch is taken for functional testing: 45psi leakage test. The test is passed, and no leakage is found. Please refer to the attachment for the test report. 4. This product (sku 383057) has never been declared to be used for high-pressure injection. 5. No similar complaints have been received from other hospitals regarding this batch of products. Conclusion(s): no abnormalities are found on process and retained sample, and no similar complaints have been received from other hospitals regarding this batch of products. Since the product of this sku has not been declared for high pressure injection, and no defective sample has been received, the root cause of leakage cannot be confirmed to be related to product quality.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd intima-ii 20gax1.16in prn slm npvc leaked with power injector on (B)(6) 2024 the patient performed CT enhancement + 3d reconstruction of the pulmonary artery, the nurse used a 20g indwelling needle with the outer package intact, after successful puncture and use ns 5ml to flush the tube, there is no swelling at the puncture and no leakage of fluid from the indwelling needle, the venous pathway is smooth in the process of the trial injection, the patient complained of no special discomfort, in the high-pressure injection of iohexadol injection, the image does not enhance the drug display, to view the patient there is a leakage of fluid around the indwelling needle. Immediately remove the indwelling needle, replace the indwelling needle after the puncture of the venous access is smooth, re-draw iodixanol, to 3ml/s intravenous hyperbaric injection of iodixanol 70ml, the patient complained of no discomfort, the end of the examination.